Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the user confirmed that there were no abnormalities after inspecting the device prior to use. However, the user did not provide specific requested information about the event (regarding combination use of the device and endotherapy accessories, other accessories, etc..) Therefore, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿when using an endotracheal tube with the endoscope, select the tube that gives a sufficient gap between the insertion section of the endoscope and itself. A narrow gap may make it difficult for a patient to breathe and/or damage the endoscope.¿ ¿before inserting the endoscope with an endotracheal tube into the patient, confirm that the insertion section of the endoscope can be inserted into the endotracheal tube smoothly by running it back and forth over the entire length of the insertion section and that the tube does not damage the endoscope. Any protrusions may damage the bending section cover or strip the external surface of the insertion section. When using lubrication, make the above confirmation before applying lubrication. ¿ this supplemental report includes information added to d8. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during flexible bronchoscopy, video-assisted thorascopic surgery, wedge resection, using this bronchovideoscope, peeling of the black rubber material was noticed when the scope was pulled out. The procedure was completed with different scope used to ensure there was no damage or retained material. Nothing fell inside the patient. The procedure was delayed for ten minutes to get a new scope. The device was inspected and tested prior to use to ensure there were air and bubbles. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The subject device was returned for evaluation. Upon device inspection, leak from bending section cover/adhesive and scope connector, failed bending section insulation, burned plastic cover, leak, missing part and peeling off bending section cover adhesive, slide dent and chip cut on insertion tube, scratches on light guide, leak due to crack of scope connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available. This report has also been submitted on importer medwatch report #2429304 - 2023 ¿ 00111.

Event description:
It was observed that during device evaluation, the bronchovideoscope's plastic distal end cover had melted or burned around the instrument channel outlet at the distal end. There were no reports of patient harm.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective complaint review involving bf series scopes. This report reflects olympus' re-evaluation of previous medical device reporting decision. The device was returned for evaluation where the reportable event was identified. Based on the results of the investigation, a definitive root cause cannot be identified. The probable cause was the use of high-energy hand instruments (laser/high-frequency/etc) without ensuring sufficient distance from the distal end (handling problem). A device history review revealed no issues that could have caused or contributed to the reported issue. Labeling: this issue is addressed in the instructions for use (IFU): the suggested event can be detected and prevented by handling the device in accordance with ¿chapter 4 operation¿ in IFU. Olympus will continue to monitor the field performance of this device.